Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to the lead integrity alert being triggered. The right ventricular (rv) lead defibrillation and superior vena cava (svc) coil conductor exhibited rising and high impedance values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. During the week ending on 2015 (B)(6), svc coil impedance measured 254 ohms and is variable with a trend in the 50-60 ohm range.